Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis.  Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device was not returned for evaluation, as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of this event is indeterminable, however, it is likely that patient related factors may have contributed.  Per the device¿s instructions for use, the safety and effectiveness of the aortic bioprosthesis model 2800 has not been established for use in patients requiring a valve implanted in the pulmonic position. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with 23mm valve in the pulmonary position for 16 years 9 months, underwent a valve in valve procedure due to moderate stenosis, moderate regurgitation, leaflet thickening and thrombosis. A 26mm replacement valve was implanted in the patient. The valve was well seated and angiogram showed trace intervalvular regurgitation with no perivalvular leak. The patient has been discharged home pod #1 and is reported to be doing well. There is no allegation of premature device failure.